Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an x ray indicate proper device placement. When an integrity test was attempted, (B) (6), 2009 connection to the device was not possible and this was deemed a device failure. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).